Event description:
It was reported that the inner collars were breaking off and getting jammed in the cvc cap causing the cvc cap to stay open allowing blood to leak out. When attempting to disconnect vacutainer from PICC cap, vacutainer's inner cannula broke off and lodged in PICC luer-lock cap. This was the third vacutainer to break off in the cap during blood draw. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).